Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture that was noted after atrial ablation procedure. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.